Manufacturer narrative:
The data are still analysed. Once investigation is completed a follow-up report will be provided.

Manufacturer narrative:
The data are still analysed. Once investigation is completed a follow-up report will be provided.

Manufacturer narrative:
It was claimed that the bed platform lowered without activation of any buttons on the control panel and would not come back up. The situation occurred in the arjo service center while performing the bed evaluation. There was no allegation from the customer site. There was no patient involvement. No injury was claimed. The quality control technician noticed that the foot side rail was damaged (dent in the plastic panel) and the button stuck on the control panel. The safety side was replaced and the bed started to operate correctly. The instruction for use for citadel bed (830.213-en rev.12) informs that patient controls, caregiver controls and attendant control panels should be checked weekly. The review of complaints and device inspection results indicate that the control panel button failure (stuck button) found during inspection might have led to the observed unexpected bed movement. The main factor that could lead to the button being stuck might be related to an excessive force applied to the control panel (originating from collisions with objects, such as door frames or from the bed being pressed against a different surface, such as a wall). This is consistent with the side rail condition that has bent in the plastic panel. In summary, the device was not used with the patient when the failure was noticed. The bed failed to meet its specification since the bed lowered unintended. This complaint is deemed reportable due to the unintended movement. No injury was reported.

Event description:
Following the information gathered, the bed platform lowered without activation any buttons on control panel. The event was observed in arjo service center. The technician during quality check found stucked control panel button. The safety side was replaced and the bed started to operate correctly. No allegation from the customer site was claimed. There was no patient involvement. No injury was claimed.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.

Manufacturer narrative:
The data are still analysed. Once investigation is completed a follow-up report will be provided.